Event description:
It was reported that the haptics are stuck together on the optic and require a lot of manipulation to free them. There has been no patient injury reported. No further information was provided.

Manufacturer narrative:
(B)(4). The manufacture date is unknown because the serial number is unknown.all pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.